Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center manager reported that an optometrist thought there have been a couple of patients who were complaining of rainbow glare. One patient approximately six months ago and another patient possibly a month ago or so. There are two related reports for this facility. This report addresses the patient a month or so ago and another manufacturer report will be filed for the patient six months ago.

Manufacturer narrative:
The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be identified by the investigation. The manufacturer internal reference number is: 2020-06272.